Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that dropped to 43 mg/dl. The patient was vomiting, had stomach pain, exhaustion, was dizzy and had a high heart rate. For treatment, the patient was given diagnostic tests and aspirin. The pod was worn between 24 and 36 hours on the abdomen. The pod was discarded and the patient was discharged after 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.